Manufacturer narrative:
As reported, during the deployment of a 5f mynxgrip vascular closure device (vcd) there was a firm stop while shuttling down to deploy the sealant. The advancer tubing may have been caught on the non-cordis super sheath hub. The non-cordis 5fr sheath was pulled and manual compression was held for hemostasis. There was no reported patient injury. The device was used in patient. The device was stored as per labeling and opened in sterile field. The femoral vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to the instruction for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. No other information was provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the balloon catheter was cut into various pieces and sent wrapped in blue towel. The shuttle, sealant, and the advancer tube were not returned for the investigation. The syringe was connected to the device with the stopcock closed. The sealant sleeve was observed on the shuttle tube. The shuttle tube was removed from the balloon catheter as received. The procedural sheath was exposed to blood and not attached to the device. The remainder of device was inspected for damages that may have contributed to the reported event. The device was returned after being damaged/cut. This indicates the device has been tempered/manipulated before returning for investigation. Per functional analysis, the shuttle down procedure could not be simulated with the dismantled device and missing shuttle. The cut catheter tubing and black handle were inserted into pressure gauge and an attempt was made to inflate the balloon, and the inflation indicator. The balloon and inflation indicator performed as intended per the mynxgrip instructions for use (IFU). The tamp locks measured and found in good condition. Even though device was dismantled, all the returned parts of the device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, the tamp locks and procedure sheath were inspected at high magnification for damages that may have contributed to shuttle advancement during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2034202 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The device was damaged and missing parts (shuttle).the returned device performed as intended per the mynxgrip instructions for use (IFU). Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, during the deployment of a 5f mynxgrip vascular closure device (vcd) there was a firm stop while shuttling down to deploy the sealant. Advancer tubing may have been caught on the non-cordis super sheath hub. Non-cordis 5fr sheath was pulled and manual compression was held for hemostasis. There was no reported patient injury. The device was used in patient. The device was stored as per labeling and opened in sterile field. The femoral vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to the instruction for use (IFU) instructions. The procedure use a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device will be returned for analysis. No other information was provided.